Event description:
Resident was being transferred with a mechanical lift from her bed to a chair. Two staff were present during the transfer. A strap loop on the lift seat became dislodged and the resident slid out of the lift seat, striking her head and right shoulder on the geri-chair and landing on the floor.